Manufacturer narrative:
The insulin pump was received with operating currents within spec. There was no battery out limit alarms were noted. The pump passed rewind, basic occlusion test, occlusion test, prime/ compromised force sensor test, excessive no delivery test and displacement test. The pump was received with intermittent buttons due to corroded keypad traces. The pump was received with scratched lcd window. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had a keypad anomaly, battery out limit, and high blood glucose. The blood glucose at the time of the incident was 279 mg/dl. The customer states having a battery out limit message without a weak battery alarm. The pump alarmed during normal use, so the battery was replaced. The customer states they had changed the battery because it was slow to respond, but it did not improve. The customer then stated there is no response from any button. The numbers are not ramping and the scroll bar is not moving. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.